Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Inform a review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the investigation, the device was not return and a root cause could not be identified. However, it is likely, that the phenomenon ¿lamp is not lit¿, due to failure of the power unit occurred. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite xenon light source had error that persisted after replacing the starter card. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.